Event description:
It was reported that the patient experienced episodes of lightheadedness and dizziness. It was also reported that right ventricular (rv) lead exhibited possible undersensing of one ventricular event on current electrograms (egm) possibly within the post atrial ventricular blanking period. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.